Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had previously had a caecectomy using the standard manual handle. Patient returned to theatre with a left over staple stuck in the bowel 3 weeks later and had to have a right hemicolectomy. There was an unanticipated tissue loss and tissue damage reported.